Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon evaluation, it was discovered that the electrode belt had a broken wire inside of the distribution node. The constant "adjust belt alarms" alarms experienced by the pt were caused by the broken brown wire in the distribution node that runs to therapy electrode 3, causing the driven ground to open. The root cause of the broken wire cannot be positively identified. No adverse event resulted form the broken wire. The pt received a replacement electrode belt.

Event description:
The nurse assisting a (B)(6) male pt contacted zoll customer support to report that the pt was receiving constant adjust belt messages. The nurse confirmed that the belt has been readjusted and the electrodes are making good contact with the pt's skin. The pt was issued a replacement electrode belt.